Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, evaluation found an e315 unsupported scope error message was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the communication error and e315 error message was fluid invasion of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the gastrointestinal videoscope displayed a scope communication error message. There were no reports of patient involvement.